Manufacturer narrative:
An evaluation of the device cannot be performed as device was sent to (B)(4). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Removal of right total knee due to previous fracture to the femur. Total femur replacement. Products used were zimmer products. Catalog and lot code numbers could not be identified for the ps femur as the femur was attached to the implant.